Event description:
The patient reported that at around 3:00 pm she had symptoms of low blood glucose levels and was feeling nauseous and clammy and she received a reading of 146 mg/dl on her blood glucose meter. This result was higher than the customer¿s normal blood glucose range of 70-120 mg/dl. Due to her symptoms, the patient called the emts. Emt's arrived at 3:05pm and tested the patient's blood glucose as about 145 mg/dl. Prior to the onset of symptoms, at around 2:30 pm, the customer had taken both, the normal basal and bolus dosages of novolog to cover the carbs eaten at lunch. The customer stated she felt as though she could have self-treated if needed. The customer could not recall if the emts provided her with any form of treatment. The customer was transported via ambulance to the hospital, where she arrived around 3:30 pm. A blood draw was done between 3:30 pm and 4:00 pm with a result of 50 mg/dl. The customer was given fluids via IV, but does not know the contents of the IV or the dosage amount. The customer felt as though she could have self-treated at that time as well. The customer was discharged from the hospital sometime between 9:00 pm and 10:00 pm on (B)(6) 2022. Specific blood glucose result at time of release could not be recalled, but the customer was feeling fine. The customer was not alleging the meter caused or contributed to the incident. Customer advised her pump's basal rates were set too high and she was getting too much insulin. The customer felt that the overdose of insulin is what caused the low blood sugar incident.